Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise failure to capture, high pacing impedance and computed tomography scan confirmed dislodgment and cardiac perforation on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.